Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left circumflex (lcx). A 2.50x32mm promus element plus stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal of the device, resistance was encountered. The physician then slowly removed the device under fluoroscopic control and the stent was noted to be lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.